Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a navio-assisted total knee arthroplasty, error code 40000000000 and 41800000000 appeared on the screen while using two (2) navio handpieces. Registration tests failed despite using a new navio; however, the first handpiece (sn = (B)(4)) had not been isolated from first unit failure. The second unit suspected siu failure from handpiece. Multiple attempts were carried to reboot and restart. The handpiece was changed, but by then fault was already consistently registering. Due to this problem, the patient had to be woken up and the case postponed. The patient outcome is unknown.

Manufacturer narrative:
Section d10 was updated. Section h10: the navio handpiece, pfsr110137, (B)(6). , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was attempted. The reported problem was confirmed. The system will not recognize the handpiece. Upon further investigation, the handpiece connector has a damaged pin that is laying across multiple pins and will not allow the handpiece to properly connect to the system. The most likely cause of this event is a damaged pin in the handpiece connector. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).